Event description:
It was reported that a shockwave intravascular lithotripsy (ivl) catheter was used in a transcatheter aortic valve replacement (tavr) case without incident. Final angiogram showed an occlusion in the left femoral artery, which the physician believes may have been caused by the angio-seal closure device or a clot. Percutaneous transluminal angioplasty was attempted, but a cut down was ultimately performed to re-establish flow to the superficial femoral artery. The patient was then discharged to the intensive care unit (ICU) in a stable condition.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the occlusion cannot be determined based on the information available. The physician believes the occlusion may have been caused by the angio-seal closure device or a clot. There was no reported malfunction of the ivl catheter. This event is being reported out of an abundance of caution. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.